Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensor was replaced. The customer reported there is no patient information available. Unique identifier (B)(4).

Event description:
The hospital reported that the unit had a failure that affected mechanical ventilation. There was no reported patient injury.